Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist asked the user to recreate the issue and observed that the amount displayed in myqlink was incorrect. Proceeded to test the medication in the tester application to determine why the drawer and cubie lid were not opening; users reported no issues, and tss confirmed no errors were present in the status screen. Tss guided the user to log in and perform a cycle count on the medication in two cubie locations, 13-00 and 13-02. After completing the cycle counts, tss instructed the user to issue the medication again, and they were able to do so without any issues. The issue was resolved. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.